Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the correct charging accessories and leaving it plugged into a working outlet for at least 30 minutes. Customer attempted switching wall adapters and charging cables, but the issue persisted as the charging connection remained unrecognized. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, as it was still under warranty. Customer was advised on returning the faulty pump and informed about programming their settings and connecting their cgm to the new pump. The replacement pump, featuring updated software, was sent to the customer.